Manufacturer narrative:
Expiration - unk as lot is unk. Event eval: still under investigation.

Event description:
Sometime in 2009, a pic line was placed into a pt with sarcoma. Pt had started IV therapy. Less than one week after placement, pt developed dvt. The status of the pt at this time is unk.